Manufacturer narrative:
As reported, the sorbafix fasteners failed to properly fixate the mesh while fixating at preperitoneal area. The video provided confirms that two out of five fasteners did not fixate the mesh to the tissue wall. However, the video do not assist in determining root cause and it cannot be determined f the device as short filled. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. Evaluation of the sample failed to reproduce the reported event. The device functioned as intended during functional and simulated use testing. The event that device was short filled could not be confirmed. Nine fasteners remained in the device as received. No manufacturing anomalies were found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a unilateral left laparoscopic inguinal hernia repair procedure, sorbafix fixation device had only ten fasteners instead of thirty fasteners. Additionally, the sorbafix fasteners failed to properly fixate the mesh while fixating the mesh at preperitoneal area. The surgeon usually uses three fasteners but had to use 10 to 15 fasteners to secure the mesh. The procedure was completed using same device and it was confirmed that a separate device is used for every patient. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix fasteners failed to properly fixate the mesh while fixating at preperitoneal area. The video provided confirms that two out of five fasteners did not fixate the mesh to the tissue wall. However, the video do not assist in determining root cause and it cannot be determined f the device as short filled. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a unilateral left laparoscopic inguinal hernia repair procedure, sorbafix fixation device had only ten fasteners instead of thirty fasteners. Additionally, the sorbafix fasteners failed to properly fixate the mesh while fixating the mesh at preperitoneal area. The surgeon usually uses three fasteners but had to use 10 to 15 fasteners to secure the mesh. The procedure was completed using same device and it was confirmed that a separate device is used for every patient. There was no patient injury.